Event description:
It was reported that during surgery, the graft was stuck in the device. There was no patient impact. Due diligence is complete as no additional information is available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet. Once the product is returned and the investigation is complete, a follow up/final report will be submitted.